Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 18f ce manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub. The physician applied more force and was able to complete the closure. The time to hemostasis was ten minutes and no harm or health consequence was experienced by the patient. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: the bypass tube did not want to enter in the sheath and the doctor could not connect the manta device with the manta sheath. Additional information: the 3 devices were used on evar procedure. Resistance was felt when loading through the haemostatic valve on the sheath. After applying some force, they were able to complete the procedure but adding additional 10 minute delay. Patients were not harmed or injured. Associated to tc# 20046240_der14458 and tc# 20046241_der14459.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: the bypass tube did not want to enter in the sheath and the doctor could not connect the manta device with the manta sheath. Additional information: the 3 devices were used on evar procedure. Resistance was felt when loading through the haemostatic valve on the sheath. After applying some force, they were able to complete the procedure but adding additional 10 minute delay. Patients were not harmed or injured. Associated to tc# 20046240_der14458 and tc# 20046241_der14459.